Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was informed that they could continue using it. They were advised to call back if any malfunction code recurred, and the customer acknowledged and understood these instructions.